Event description:
Pt had back surgery and bard channel drain was placed. Upon removal 3 days later piece of the drain broke off and had to be removed surgically at later date. Dates of use: (B)(6) 2014.